Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unknown access sets were leaking from unknown location. This issue was identified during unspecified process step. There was no patient involvement. No additional information is available.